Event description:
It was reported that the patient with this product has a pocket infection. It has not been confirmed at this time whether or not the device will be scheduled for explant. There were no additional adverse events were reported.